Event description:
During a therapeutic ercp for stone removal a wilson cook 3 size extraction balloon was pre-tested with no problems. Once placed within bile duct the balloon failed to inflate to the 8.5mm size. The syringe was reconnected and reinflation attempted. After a delay the balloon over-inflated even though the connected syringe read 8.5mm. Md documents. "Reattempt caused insufflation to 15mm size (it appeared eccentric) which appeared to disrupt the duct. The stone was not removed." A stent was placed due to the leak caused by the disruption.